Event description:
Related manufacturer report number: 2017865-2021-30453; 2017865-2021-30458. It was reported that during an attempt to contact the clinic for an appointment to verify radiofrequency (rf) telemetry, it was revealed that the patient had died of unknown causes (B)(6) 2021. The patient had not been seen in clinic for some time and the clinician did not have any current information on the patient's medical condition. There is no known allegation from a health professional that suggests the death was related to the device. The patient was in hospice care. It was reported that the cause of death is unknown.